Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to make a correction to d.10. The ¿is device returned to manufacturer?¿ was incorrectly checked off in the initial report. The device remains implanted and thus, was not available to be returned. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. The initial reporter phone: (B)(6) . The initial reporter email address is not reported / available. (B)(4). [Conclusion]: the healthcare professional reported that during a pconus-2 stent-assisted coil embolization targeting a 8mm x 6mm broad-based ¿vertical¿ right middle cerebral artery (mca) bifurcation aneurysm, the first loops of the 2mm x 6cm deltaxsft 10 coil (dlx100206 / l16193) were inserted into the aneurysm, but the remainder of the coil could not be advanced any further. The physician attempted to carefully withdraw the coil from the aneurysm, but unusual friction was noted. The coil then suddenly and unintendedly detached from the device positioning unit (dpu). The sl-10® microcatheter (stryker) had to be withdrawn since the coil could not be inserted further into the aneurysm. It was stated that the uncontrolled release of the residual coil led to dislocation of coil loops into the m1 segment of the mca. The physician made attempts to recover the coil using the 2mm micro elite¿ snare (teleflex); however, this was unsuccessful. A 3mm x 12mm neuroform atlas® stent system (stryker) self-expanding stent was subsequently implanted from the proximal m2 to the distal m1. The stent was delivered through the meshes of the pconus 2 bifurcation aneurysm implant (phenox) so that the coil loops could be secured to the vessel. It was suspected that coil entanglement with previously placed coils contributed to the event. There was no visible device damage noted prior to use. The concomitant microcatheter did not kink or bend at any time during the procedure; it was not repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter. A one-to-one relationship between the coil and delivery system was verified with fluoroscopy prior to repositioning. A continuous flush was maintained through the microcatheter during the procedure. Excessive force had not been applied to the device. Initially, it was reported that the patient was clinically and neurologically ¿inconspicuous.¿ additional information provided on (B)(6) 2020 stated that the patient¿s baseline neurological status is not known, however, the patient¿s post-procedure neurological status was reported to be ¿without abnormalities.¿ the event did not result in reduced or restricted blood flow in the parent vessel. It was reported that the treatment of the aneurysm was considered complete. The event resulted in extension of the procedure and prolonged post-interventional anti-aggregation / coagulation. The 2mm x 6cm deltaxsft 10 coil was the last coil to be placed in the aneurysm. Procedural imaging was provided. The procedural imaging was reviewed by an independent physician on 04 june 2020. The results are as following: "the above event description is accompanied by several subtracted images of a right mca coiling. The additional information that was provided regarding the event details that during the placement of the coil, they could not place the entire coil. The surgeon attempted to retrieve the coil at which point increased friction was noted and the coil separated from the delivery system. This can happen when coils intertwine, and this can often be resolved by manipulating the catheter slightly to help unlock the coils. It is important to choose the appropriate size and length of the coil so that the entire coil can be placed into the aneurysm." Physician name and date reviewed: (B)(6). Based on complaint information, the device remains implanted and is thus not available for evaluation. A review of manufacturing documentation associated with this lot (l16193) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Coil impeded, entanglement, and premature detachment necessitating additional intervention are known potential complications associated with the use of microcoils in the treatment of intracranial aneurysms. Per the instructions for use (IFU), microcoil selection is at the discretion of the physician. The appropriate microcoil size should be chosen based upon pre-embolization angiographic assessment of the diameter, height, and width of the aneurysm, as well as, the width of the aneurysm ostium (neck). In most cases, the initial microcoil implanted should be a three-dimensional spherical or complex shape. To minimize the potential of microcoil migration away from the aneurysm, the diameter of the first microcoil selected should not be less than the width of the aneurysm ostium (neck). Subsequent implanted microcoils may either be spherical, complex, or helical in shape. The selected coils typically will be of decreasing size and the physician may continue to implant microcoils until he or she determines that the aneurysm has been successfully treated. The IFU also cautions that if the microcoil system becomes immobile in the infusion microcatheter, apply a gentle push-pull motion to free it. If unsuccessful, remove both microcatheter and microcoil system together as a unit and replace with new devices. If repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. If the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the microcatheter at or slightly inside the ostium (neck) of the aneurysm, the microcoil may be more easily funneled back into the microcatheter. The premature detachment during attempted withdrawal of the device may have been related to the coil becoming anchored to previously placed coils. The cause of the detachment was most likely related to the application of excessive force during attempt to withdraw the device against resistance. With the information provided, it is not possible to determine the root cause of the event; however, wide-necked aneurysms are difficult to treat. Aneurysm/vessel characteristics, device selection, device interaction, and operator technique, are all potential contributing factors. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a pconus-2 stent-assisted coil embolization targeting a 8mm x 6mm broad-based ¿vertical¿ right middle cerebral artery (mca) bifurcation aneurysm. The first loops of the 2mm x 6cm deltaxsft 10 coil (dlx100206 / l16193) were inserted into the aneurysm, but the remainder of the coil could not be advanced any further. The physician attempted to carefully withdraw the coil from the aneurysm, but unusual friction was noted. The coil then suddenly and unintendedly detached from the device positioning unit (dpu). The sl-10® microcatheter (stryker) had to be withdrawn since the coil could not be inserted further into the aneurysm. It was stated that the uncontrolled release of the residual coil led to dislocation of coil loops into the m1 segment of the mca. The physician made attempts to recover the coil using the 2mm micro elite¿ snare (teleflex); however, this was unsuccessful. A 3mm x 12mm neuroform atlas® stent system (stryker) self-expanding stent was subsequently implanted from the proximal m2 to the distal m1. The stent was delivered through the meshes of the pconus 2 bifurcation aneurysm implant (phenox) so that the coil loops could be secured to the vessel. It was suspected that coil entanglement with previously placed coils contributed to the event. There was no visible device damage noted prior to use. The concomitant microcatheter did not kink or bend at any time during the procedure; it was not repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter. A one-to-one relationship between the coil and delivery system was verified with fluoroscopy prior to repositioning. A continuous flush was maintained through the microcatheter during the procedure. Excessive force had not been applied to the device. Initially, it was reported that the patient was clinically and neurologically ¿inconspicuous.¿ additional information provided on (B)(6) 2020 stated that the patient¿s baseline neurological status is not known, however, the patient¿s post-procedure neurological status was reported to be ¿without abnormalities.¿ the event did not result in reduced or restricted blood flow in the parent vessel. It was reported that the treatment of the aneurysm was considered complete. The event resulted in extension of the procedure and prolonged post-interventional anti-aggregation / coagulation. The 2mm x 6cm deltaxsft 10 coil was the last coil to be placed in the aneurysm. Procedural imaging was provided.